Manufacturer narrative:
Results: bd received 133 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draws and breaking in the centrifuge with the incident lot was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5154604. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ are breaking in centrifuge during use. There was no injury or medical intervention associated with this report.